Event description:
We have had multiple complaints from staff about the power supplies on the kangaroo epumps. There have been reports of a prong on plug breaking off and getting stuck in an outlet. In addition the part on the power supply that plugs into the wall can separate from the rest of the power supply. Our clinical engineering department is constantly gluing them on to try and keep them in place. Lastly our clinical engineering department has stated that the internal components on the power supply are prone to failure, specifically a component on the circuit board labeled "d100" which causes the pump to lose ac power.what was the original intended procedure?patient feeding.device #1is this a laboratory device or laboratory test?no.